Event description:
Report is for pt 2 of 2: 0.8 and 1.12 inr with protime system vs. 1.9 inr with unspecified reference lab system. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.